Event description:
Patient in for cheilectomy of left foot. Disposable pump for continuous nerve block placed. Patient discharged home and discovered that pump stopped working. 124.6 ml of medication was delivered prior to pump stopping. Patient went to pain clinic where the physician replaced the pump and no further problems noted. Pump was returned to stryker representative. The representative was to forward his investigative findings. Have not heard back at this time.